Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, it was noted that there was no staples in the stapler. A new device was used. No patient involvement.